Event description:
At the conclusion of cardiac bypass surgery attempts to externally defibrillate the patient were unsuccessful due to equipment problems. The patient was put bac k on the pump and converted to a sinus rhythm. The defibrillators were tested by our bio-med department and the problem could not be duplicateddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: incorrect technique/procedure. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.